Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a call with the manufacturer technical services on (B)(6) 2020, a manufacturer representative mentioned a previous patient overdose case associated with priming and incorrect catheter volume and the patient needing to be treated in the ICU. Clarification was later received, which specified that the allegation of the catheter volume being incorrect was purely a hypothetical per the manufacturer representative and was not actually alleged in this patient case. Further follow-up was performed with another manufacturer representative, who clarified, using information from the foreign healthcare professional (hcp), that the patient showed overdose symptoms after a pump replacement due to normal elective replacement indicator (eri) on (B)(6) 2020. It was detailed that the catheter in situ had been aspirated of drug intraoperatively and a post-operative priming bolus was conducted in recovery. The patient had a general anesthetic. The patient¿s daily dose was lowered initially by about 5% with the replacement pump, but the patient showed overdose symptoms, so the team reduced the therapy by another 20%. The overdose symptoms included signs of overdose with unstable vital signs and decreasing respiratory rate. It was indicated that the patient began exhibiting the reported overdose symptoms within 5 hours after replacement. It was also clarified that the reason for treatment in the ICU was due to the patient then developing pneumonia, which was confirmed to be unrelated to the infusion pump system/therapy. As of (B)(6) 2020 , the patient was doing rehabilitation and doing well. No further patient complications were reported or anticipated.